Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the lg cable connector fluid damage, the u/d knob broken, the light guide fiber bundle (lcb) broken, the u/d lock lever broken, the remote control button(2) perforated, the remote control button(4) perforated, the light guide cable buckled, the remote control button(1) cracked, the remote control button(3) cracked, the ccd driver pcb corroded, the electrical connector corroded, the shield cover corroded, the insertion flexible tube (ift) crushed, the remote control button(1) leak, and the remote control button(3) leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.